Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Other device associated with this event: heartware ventricular assist system ¿ outflow graft, model 1125 / expiration date unknown / lot number unknown / UDI unknown, implanted date: (B)(6) 2018, mfg date unknown. (B)(4). Device not returned, known inherit risk of procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed post- operative respiratory failure and right heart failure. The patient was reported to have required high levels of oxygen administration. The patient was returned to the operating room on (B)(6) 2018 for the re-positioning of the outflow graft. The site reported that this was associated with a cardiac tamponade and respiratory failure requiring intubation and mechanical ventilation. On (B)(6) 2018, the patient developed oozing from the sternum. The patient¿s chest was re-opened in the intensive care unit where a large hematoma was removed. The patient further required the administration of blood products and right ventricular support with extracorporeal membrane oxygenation (ECMO). The patient is reported to have remained unstable at times with difficulties in ventilating the patient and the requirements for high levels of oxygen via ECMO oxygenator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant medical product: heartware ventricular assist system ¿ outflow graft, model 1125 / expiration date 28feb2022 / lot number unknown / UDI (B)(4), implanted date: (B)(6) 2018, mfg date: 28feb2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that a preliminary review of the controller log files revealed multiple low flow alarms and high watt alarms. The reported surgery on (B)(6) 2018 had been to re-position the pump within the patient¿s ventricle. After the initiation of extracorporeal membrane oxygenation (ECMO), patient is reported to have remained unstable at times with difficulties in ventilating the patient, ventricular tachycardia, renal insufficiency and the requirements for high levels of oxygen via ECMO oxygenator. The patient spontaneously converted to sinus rhythm and right ventricular ECMO and left ventricular assist device (vad) estimated flows improved. Estimated flows were approximately 500ml higher on ECMO. The site reported that the patient¿s lungs were still ¿pretty bad. The patient was also started on keppra for seizure-like activity. The patient¿s condition allowed for only minimal ECMO weaning. The patient subsequently developed a hemorrhagic cerebrovascular accident with the computerized tomography (CT) scan showing extensive acute subarachnoid hemorrhage with intraventricular extension resulting in obstructive hydrocephalus. The patient subsequently expired on (B)(6) 2018 after withdrawal of support.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption was within normal operating ranges. However, seventy low flow alarms have been logged since (B)(6) 2018 and twenty-eight high watt alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flows can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect positioning of the pump. Based on the risk documentation, the most likely root cause of the high power can be attributed to multiple factors including but not limited to inappropriate pump rotational speed, high flows, thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient was reported to be thirteen years old. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft lot number 16159755-9888, (B)(4) . If information is provided in the future, a supplemental report will be issued.